Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17089. It was reported that patient presented to a follow-up in-clinic with over-sensing, loss of capture, and high capture threshold from their right ventricular lead. Patient also exhibited low heart rate. Lead was found to be dislodged. Patient's pacemaker device was programmed to address the issue until a lead revision could be done. The pacemaker then exhibited inappropriate automatic mode switches due to the programming changes. The lead was explanted and replaced on (B)(6) 2020. Patient's pacemaker was reprogrammed back to it's original settings to address the automatic mode switches. Patient was stable after the procedure.